Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros tsh result was obtained from one of five api proficiency samples tested using vitros tsh reagent lot 7305 on a vitros xt 7600 integrated system. Api survey sample thy-11 result of 0.020 miu/l vs. The expected result of 62.036 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh results were obtained from a non-patient proficiency fluid. The customer confirmed that patient sample results had not been affected and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from one of five api proficiency samples tested using vitros tsh reagent lot 7305 on a vitros xt 7600 integrated system. The assignable cause for the lower than expected vitros tsh results could not be determined. Historical quality control results obtained from vitros tsh reagent lot 7305 were acceptable during the timeframe leading up to and on the day of the event, therefore, a vitros tsh reagent performance issue did not likely contribute to the event. An examination of the pressure profiles of affected api survey sample cup demonstrates the possible presence of a foreign body or foreign material within the survey sample cup at the time of initial testing on (B)(6) 2024. It is possible that foreign material present in the sample may have affected vitros tsh testing, although this could not be confirmed. Diagnostic within-run precision testing was performed on (B)(6) 2024 and was within ortho acceptable guidelines. Although no diagnostic precision testing was performed at the time of the event in (B)(6) 2024, an analyzer issue is not a likely contributor to the event as historical vitros tsh quality control results were acceptable and repeat analysis of api thy-11 yielded acceptable tsh results prior to any service actions performed on the analyzer. Continual tracking and trending does not indicate a systemic issue with vitros tsh lot 7305.